Manufacturer narrative:
The reported event of noise and inappropriate therapy was confirmed. Noise was present on the integrated circuit chip which caused noise on the sensing channels. Impedance measurements found high impedance between the capacitor and the hybrid. When an external capacitor was added in parallel to the faulty capacitor, measurement was normal and the sensing noise went away.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was noise on both atrial and ventricular channels and that the ICD went in and out of noise reversion mode. Patient also received two shocks due to the noise. The device was replaced and patient was in good condition after the replacement procedure.